Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 349 mg/dl. The customer needed assistance with transmitter. The customer declined troubleshoot for high blood glucose. Auto mode was not mentioned if in use. The insulin pump will not be returned for analysis.